Event description:
It was reported that a patient developed systemic post-operative pain 3 months following a shoulder procedure, which involved implanting (3) unknown regenesorb anchors. The patient researched the anchors online and is concerned that they contain calcium sulfate, because she is allergic to sulfa drugs. No further patient complications have been reported at this time.